Event description:
It was reported that, during a manual threshold test, the patient with this device exhibited an asystole and a syncopal episode due to the health care professional (hcp) did not stop the test when needed. Technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.